Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non-bsc guidewire crossed the lesion, a 3.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres, a contrast media leakage was noted after being inflated for 5 seconds. When the device was removed and checked outside the patient, it was found out that the balloon ruptured longitudinally. No segment of the balloon was detached inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.